Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during initial testing, however subsequent testing was not able to duplicate the reported malfunction. The bridge board and a flex cable were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.